Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned admitted patient status shown as discharged. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had patient admitted status shown as discharge. A technical support specialist (tss) reviewed the messages, and it appears that multiple discharge messages were received by the host system for this patient. The tss was unable to locate a corresponding message because the server had been configured to retain only seven days of message history. However, the tss confirmed that the patient visits ID shows a discharge date/time which was later corrected by the user. The tss also noticed that recent pis messages successfully crossing for this patient. The server retention setting has now been updated to 31 days to ensure that can review any future pade message activity as needed. The customer later confirmed the patient was discharged in error, and the customer has since resolved the issue. During the review, an interface problem was also identified and corrected. The system functioned as intended after the technical support specialist investigated the device.